Manufacturer narrative:
The used device sample has been returned to angiodynamics and the device evaluation is in progress. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, under x-ray, dye injected into a smart port was seen coming out of the catheter in "several places." The device was removed. No patient complications were reported. The used device has been returned to angiodynamics.

Manufacturer narrative:
No device history review was conducted and a ship history lot review was not performed as the device upn was not provided. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured ." No adverse trend was identified. The port was received in 2 pieces with catheter tubing connected to the port and a loose piece of catheter tubing. The blue boot was attached to the port and the catheter tubing was cut at the 3.8cm mark. The catheter tubing was connected to the port outlet tube at the 0 cm mark (proximal end of catheter tubing). The distal tip of the loose portion of catheter tubing returned was trimmed at the 17 cm mark. Two (2) parallel fractures in the catheter tubing were observed between the 10.8-11.7cm marks. This type of failure is indicative of a crushing flexural fatigue failure of the tubing. Given the location of the fracture from the port housing (~11cm) the likely root cause of the crushed/fractured tubing is pinch-off syndrome. The ink markings at the 5, 10 and 15 cm marks were legible and unfaded. The ink marking at the 11 cm mark was faded. The fading of the catheter at the 11cm marking also indicates this was at a flex/crush point. Although no upn or lot number was provided to identify the returned port device, review of the catheter tubing determined it is most likely 8f. The returned sample was cut at the 5 cm mark and the ID and od of the catheter tubing were measured and found to be within specification. The issues of flex failure as well as pinch-off syndrome are cautioned in the directions for use which is provided with the device. Angiodynamics manufacturing process controls for the port/catheter assembly include air leak testing, catheter tensile force testing and measurements of the tubing ID and od. (B)(4).